Manufacturer narrative:
(B)(4).

Event description:
It was reported that the heartstart mrx defibrillator 12 lead ECG measurements were not being interpreted or printed. There was no negative patient impact.